Event description:
It was reported that the patient presented in clinic post implant for a wound check. It was noted that capture threshold was elevated, and sensing was low. Dislodgement was confirmed. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, ¿the capture threshold was elevated¿ and r-wave amplitude variation. As received, a complete lead was returned in one piece. The reported events of ¿the capture threshold was elevated¿ and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.